Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a coolflow® irrigation tubing set and a foreign material was observed. While flushing the tubing set with heparinized saline before introducing to patient, the customer observed a white formation inside the sensor area of the tubing set. Nothing came out of the tubing however the customer felt that this was not correct and should not be attached to the patient. The tubing set was changed to another one and the procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is MDR reportable because foreign material inside the tubing can cause embolism or cause a stroke.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a coolflow® irrigation tubing set and a foreign material was observed. While flushing the tubing set with heparinized saline before introducing to patient, the customer observed a white formation inside the sensor area of the tubing set. Upon receipt, the product was visually inspected and it was found both large and small retainers have white adhesive at the joints of the small tubing. Small tubing surface has adhesive smears all around it. Second inspection was performed and visually inspected and it appeared to have minimal white adhesive around small joint and tubing did not affect the flow of the tubing. Flow test performed and product passed all specification. No error or bubble found in tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint was unable to be duplicated.